Event description:
The customer stated that the area over the tdxflx reagent carousel gear was very hot to the touch. The customer did not believe the gear was hot enough to burn or cause injury. The customer requested service. No smoke or fire was observed and no injury occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The abbott field service representative replaced the tdxflx reagent carousel motor and the flx reagent display driver #6 board. A product labeling review found the tdxflx system operations manual and the tdxflx analyzer service manual contain adequate information for the described issue. The review also found the safety hazards memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. A review of quality metrics did not identify any adverse or non-statistical trend of a tdxflx, reagent carousel motor, or flx reagent display driver #6 board issue. No deficiency was identified.